Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen is intermittently unresponsive. Troubleshooting with tandem technical support was performed and the touchscreen had to be pressed multiple times for the pump to respond. Customer's blood glucose level was not impacted. Reportedly, customer will continue to use the pump for insulin therapy.